Event description:
Customer called to report the settings on the insulin pump are causing him to go low. The customer has been treating with manual injections. Customer has not had any changes in the setting for the insulin pump during the last 2 years. The customer has an appointment with the health care provider and will remain disconnected from the insulin pump for the time being. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).